Event description:
Caregiver (mother) reported 50' tubing set in use to deliver oxygen to (B)(6) "burst". The child's blood gas levels dropped. The mother noticed because the child "turned blue". The event was originally reported to the supplier of the oxygen, vital air, who forwarded the info to salter.